Event description:
Boston scientific crm received information that one day post implant, the patient experienced muscle stimulation in his abdomen. It was noted that the right atrial (ra) lead exhibited loss of capture and the right ventricular (rv) lead had increased threshold measurements. The chest x-ray revealed that the ra lead had dislodged, however the rv lead appeared to remain in good position. There was concern over a high current of injury or a possible lead perforation. The ra lead was explanted and a new active fixation lead was successfully implanted. The rv lead was repositioned and yielded good measurements. No adverse patient effects were reported.

Manufacturer narrative:
As the product remains in service, it will not be returned for analysis. There is no additional information related to this event available to the company at this time. If additional information becomes available, the event will be updated.